Manufacturer narrative:
(B)(4).

Event description:
It was reported the luer hub was found cracked during use on the patient. The device was replaced. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the luer hub was found cracked during use on the patient. The device was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo showing a cracked arterial luer hub. The customer also returned one connector assembly for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the arterial hub contained a crack around the threads. Microscopic examination confirmed the damage and revealed that the crack is consistent with damage due to repeated over tightening on the luer hubs. The returned sample was functionally tested in accordance with the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". When flushing both extension lines, water was observed leaking out of the crack on the arterial luer hub. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub was cracked. The appearance of the crack is consistent with over-tightening on the luer. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.